Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "inability to inject fluid into the target tissue" occurred due to compression of the needle tube. The event can be detected/prevented by following the instructions for use which state: before use, prepare and inspect the instrument as instructed below. Should the any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, for example: posing an infection-control risk, causing tissue irritation, perforation, bleeding or mucous membrane damage, and may result in more severe equipment damage. Straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. Do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. Before use, confirm that the needle and the insertion portion are not damaged. If any abnormalities such as significant deformations or excessive bends are found, do not use the instrument. Otherwise, it may cause perforation, bleeding, mucous membrane damage. Confirm that the needle extends in the endoscopic image are normal. If any abnormalities are found, do not use the instrument. Otherwise, it may cause perforation, bleeding or mucous membrane damage. When inserting the instrument into the endoscope, retract the needle into the tube, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Do not push the slider abruptly, otherwise the needle will be rapidly extended from the distal end of the tube. This could result in patient injury, such as perforation, bleeding or mucous membrane damage. It could also damage the instrument. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the injector and sheathset had a needle defective. The needle was disposed of as it had avastin (chemo agent) inside. Additional information received states: "these needles continue to fail at a very high rate. Many times once the needle is engaged, it is no longer possible to push fluid through. Sometimes they are this way out of the box, sometimes it happens after priming the system and then retracting the needle to place it into our scope. In this situation a lot of expensive medication is wasted. We are extremely careful to not kink or twist the catheter, but the problem is not the catheter, it is the internal mechanism of the needle system. This is obvious because when the needle is retracted you can always still push fluid through, even in the failed needles. The problem occurs when the needle is extended, the mechanism locks." The issue occurred during an unspecified procedure. There were no reports of patient harm.